Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the first clip did not feed. The next two clips were malformed. The case was completed with another er320 which worked fine. There was no pt consequence.